Event description:
It was reported that a clear-link access set was unable to prime. According to the report, the reporter stated that the blood tubing is not priming. This event occurred during priming before patient use. There was no patient involvement. No additional information is available. This report is 2 of 2.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by priming the set and checking for flow. The device was found to prime and flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred within the past two weeks; exact date not reported. Should additional relevant information become available, a supplemental report will be submitted.